Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1exbn, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1exbn, ubd: 22-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient claims the device did nothing to help her. Despite reprograms and conditioning, she still wanted it removed. Patient complained the device did not work and she wanted it out. Product was removed and discarded by hcp, issue resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1exbn, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that there was no specific event that caused loss of therapy; any potential external contributing factors were unknown. The patient stated that it never really helped them. No further patient complications are anticipated or expected as a result of this event.